Event description:
On (B)(6) 2026 a patient underwent a catheter placement procedure using the hickman titanium port single lumen. Post procedure, on (B)(6) 2026, it was reported that the patient underwent chemotherapy during which extravasation was observed. On (B)(6) 2026 the catheter was removed, and it was reported that the catheter was found to have severed at the base of the port. The extravasation did not result in any reported complications. However, the patient required an additional surgical procedure for placement of a new port. There was no reported delay in chemotherapy treatment. The current patient status remains without complication related to the extravasation, though reoperation was necessary.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the titanium low profile implantable port, broviac single lumen, 6.6f products that are cleared in the us. The pro code and 510 k number for the titanium low-profile implantable port, broviac single lumen, 6.6f products are identified in d2 and g4. Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one powerport slim low profile implantable port attached to a catheter was returned for evaluation. Gross, visual, microscopic and functional evaluations were performed. A complete compound break was noted on the distal end of the attached catheter. The distal catheter segment was not returned. The edges of the complete compound break on the distal end of the attached catheter were noted to be uneven. The surface was noted to be granular throughout. Therefore, the investigation is confirmed for the reported catheter fracture, material separation and fluid leak issues. A definitive root cause could not be determined based upon the provided information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026 a patient underwent a catheter placement procedure using the hickman titanium port single lumen. 1 weeks and 4 days post procedure, the patient underwent chemotherapy during which extravasation was observed. On (B)(6) 2026 the catheter was removed and it was reported that the catheter was found to have severed at the base of the port. The extravasation did not result in any reported complications. However, the patient required an additional surgical procedure for placement of a new port. There was no reported delay in chemotherapy treatment. The current patient status remains without complication related to the extravasation, though reoperation was necessary.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the titanium low profile implantable port, broviac single-lumen, 6.6f products that are cleared in the us. The pro code and 510 k number for the titanium low-profile implantable port, broviac single lumen, 6.6f products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records will be performed. However, the return of the sample is pending. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.